Event description:
A report was received that the patient was explanted due to an infection. Patient's symptoms were fever and redness around the implant site. The physician believes that the infection is procedure related. Patient was prescribed oral antibiotics and the infection has since cleared.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description:artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.